Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be the right lower extremity dvt. Angiography revealed complete occlusion of thrombus within the right external iliac artery. The filter was implanted via the left femoral vein and placed in an infrarenal location and above the iliac bifurcation without complications. The patient is reported to have tolerated the procedure well. Approximately fifteen months after the filter implantation, presented with an st elevation myocardial infarction. This was treated with stenting. Six hours later, repeat angiography revealed a 100% in-stent restenosis of the mid portion of the recently implanted stent. The area was treated with the placement of a non-cordis stent. Post-deployment images revealed edge dissection at the proximal and distal ends of the stent. This was treated with another non-cordis stent. Approximately two years after the filter implantation, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. Approximately three years and eight months after the filter implantation, the patient presented with recurrent ventricular tachycardia, recurrent internal cardiac defibrillator discharges and underlying ischemic cardiomyopathy. After placement of an impella left ventricular assist device via the right femoral vein, angiography revealed thrombosis and chronic occlusion of a previously implanted stent in the right femoral vein. Attempts to cross the lesion were unsuccessful this approach was abandoned. Details regarding the subsequent electrophysiology study were not provided. The patient further reported having experienced physical and emotional damages associated post-implant dvt and chronic pulmonary embolism (pe). The patient further reported having experienced mental anguish associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. These events do not represent a malfunction of the device. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Based on the additional information received, updates were made to the following sections: a2, b3 and b7. New patient code is 2100. Additional information was received from medical records that the indication for filter placement was right lower extremity deep vein thrombosis (dvt). Angiography showed complete occlusion of the right external iliac artery from dvt. During the procedure, the trapease filter was placed without incident below the renal veins and above the iliac bifurcation. The patient tolerated the procedure well and there were no procedural complications. Additional medical records received indicate the patient presented to hospital with st elevation myocardial infarction following stenting of the left anterior descending (lad) artery 6 hours prior. Angiogram showed 100% lad in-stent restenosis which was treated with a non cordis drug-eluting stent at the proximal end after ivus interrogation of the lad showed edge dissection at the proximal and distal end. 2 additional non cordis overlapping stents were placed at the distal edge due to haziness. Approximately 15 months later, the patient presented with recurrent ventricular tachycardia, recurrent internal cardiac defibrillator discharges and underlying ischemic cardiomyopathy. The patient was treated with an impella left ventricular assist device. Cannulation using modified seldinger technique of the right femoral vein demonstrated thrombosis and occlusion of a chronic stent in his right femoral vein. No treatment was noted and a procedure for ep mapping of the left side was abandoned due to being unable to create a channel. The last page of the record was missing. Additional information was also received from a patient profile form (ppf) and the patient indicated the device was unable to be retrieved because the patient was reportedly told by a doctor that removing/attempting to remove it would be too risky. However, there were no documented removal attempts. The patient also reported post implant dvt/pe (chronic). The patient also has mental anguish. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact is not a medical professional but a more accurate choice is not available. As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient experienced a post-implant deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient further reported having experienced emotional damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including, physical and emotional damages from post-implant dvt and pe. As a direct and proximate result of these malfunctions, the patient has reportedly suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.